Manufacturer narrative:
The product investigation was completed based on a received video of the complaint device and demonstration of the reported issue. Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, an attempt to flushing the vizigo sheath was performed; however, it is not possible to flushing the device. No physical damages or anomalies were observed on the device. A device history record review was performed for the finished device lot number 60000776 and no internal actions related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and blood aspiration of the sheath was difficult. After removing it from the patient, the medical team could not flush the sheath. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and blood aspiration of the sheath was difficult. After removing it from the patient, the medical team could not flush the sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection of the returned sample revealed no damage or anomalies on the device. An irrigation test was performed; however, the device failed the test due to an occlusion observed in the hub area. The supplier manufacturing investigation concluded as follows: it was confirmed that the failure mode involved a blockage of the stopcock tubing. Subsequently, corrective and preventive actions were taken through CAPA and were created to further address the occluded luer hub complaints. Therefore, it was concluded that this issue is manufacturing related. Device history record review was performed for the finished device 60000776 number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause was traced to the manufacturing process. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. An internal action is being implemented to address manufacturing opportunities related to occluded luer hub complaints issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).